Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe) (bilateral ibe). After deploying the all devices, on confirmatory angiography, blood flow into the right internal iliac artery (iia) was found to be decreased, with the proximal end of the right internal iliac component (iic) was caught and compressed by the distal end of the bridging contralateral leg. The physician attempted to cannulate the right iic and correct the blood flow, but the attempt was not succeeded and they gave up the rescue of right iia. Final angiography showed no blood flow into the right iia. The patient tolerated the procedure. Reportedly, although the iic on the right side appeared on the image to have been deployed at just the same level as the flow divider, if the iic was deployed at the same level as the flow divider, it would not have interfered with the contralateral leg, so it would have been implanted more proximal than the flow divider.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1002: the following information was not reported to gore: a) images enabling direct assessment of product performance, or b) product. The available information did not add relevant information to further the device functionality investigation. The cause of the reported potential malfunction of the device deploying in a location other than intended is attributed to the overall treatment length being less than the minimum length required to accommodate the devices (minimum required length is 165mm but the patient had 160mm); therefore, this investigation is complete. The IFU was reviewed with respect to the details provided in the complaint. The gore® excluder® aaa endoprosthesis IFU for japan includes the following details: "table 4: required length for ibe treatment side - bridge component via contralateral gate of trunk-ipsilateral leg component (contralateral side) (when using excluder c3 trunk): trunk-ipsilateral leg endoprosthesis proximal diameter (mm): 23; the length from the proximal end of the trunk-ipsilateral leg to the internal iliac gate of the ibc (mm): 165." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.